Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple incomplete bolus alerts. Reportedly, the customer did not remember the event and was unable to provide specific information. Tandem technical support educated the customer on the reason for the alert; customer acknowledged. The customer's blood glucose went up to 243 mg/dl and was addressed with a bolus via the pump.